Event description:
It was reported that this right ventricular (rv) lead and right atrial (ra) lead exhibited high out of range pacing impedance measurements, greater than 2,000 ohms. Atrial far-field r wave oversensing was also observed. No adverse patient effects were reported. The product remains in service.